Event description:
It was reported that the atrial lead had chronically high threshold. It was noted under fluoroscopy that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).